Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted on the DHR, mrb, receiving inspection, internal rejects history, manufacturing controls and fmeas. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. The lot met all test release criteria. Nothing was found to indicate a manufacturing related cause for this event. Investigation summary: the investigation is confirmed for the reported device incompatibility issue. The device would not advance through a 6fr sheath during evaluation. However as the stent guard was not returned, the stent may have expanded during transport. Therefore compatibility testing may not be fully representative of the product as received in clearstream. The definitive root cause for the reported device incompatibility issue could not be determined based upon available information. Per the complaint history review (chr) this is the first complaint reported for this lot number. Based on the severity and lot quantity the number of events is within the acceptable quality level. The event description states that the lifestream was being used to treat the left subclavian vein via left brachial access . This is off label use of the device. The lifestream stent is intended only in the treatment of atherosclerotic lesions in the common and external iliac arteries. It is unknown if patient conditions contributed to the reported event.. Labeling review: the IFU for the lifestream product was reviewed for information relevant to the reported event: the event description states that the lifestream was being used to treat the left subclavian vein via left brachial access. This is off label use of the device. The lifestream stent is intended only in the treatment of atherosclerotic lesions in the common and external iliac arteries. (Expiry date 06/2020).

Event description:
It was reported that during treatment of the subclavian artery, the stent graft allegedly could not be inserted through the 6-fr introducer sheath upon accessing the left brachi. A new delivery system was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during treatment of the subclavian artery, the stent graft allegedly could not be inserted through the 6-fr introducer sheath upon accessing the left brachi. A new delivery system was used to complete the procedure. There was no reported patient injury.